Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that since getting the insulin pump, she sometimes suffers from chronic pain and scar tissue. Customer stated that sometimes her blood glucose goes low at night and she thinks she is rolling and pushing the cap down. Customer reported that ever since she received the pump, the cap has been sticking out. Customer stated that she has low blood glucose readings in the 40's mg/dl and had a low of about 38 mg/dl about two weeks ago. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan per health care provider instructions. Customer declined troubleshooting for low blood glucose.

Manufacturer narrative:
The pump passed the operating currents, unexpected restart, and displacement tests but alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the compromised force sensor system alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and cracked battery tube threads.